Event description:
Recently in 2024 the FDA offered additional free at-home covid-19 antigen self tests. I received two cartons (4 tests total) and attempted to use a test, only to find that the items expired as of 2023-12-30 and instructions warn not to use product beyond the stated expiration date. This was an osang healthcare co.,ltd. Did everyone who requested these unknowingly receive and quite possibly test with useless product from old inventory? Please investigate and provide useful product. Reference report: mw5165140.